Manufacturer narrative:
(B) (4). The valve did not meet the requirements for leak testing due to a tear on the reservoir dome. This precluded siphon and reflux testing as well as measurement of pressure flow characteristics and preimplantation testing. It is unknown how or when the damage occurred. The instructions for use that accompanies the device cautions that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported that during preoperative testing, the chamber was found broken with leakage. There was no impact to the patient.